Event description:
Reporter claims the wheelchair has accelerated and went off in one direction after releasing the joystick. On one occasion operator was going up a walkway let go of joystick when the chair accelerated and went to the right. This caused chair and operator to collide into a metal fence resulting in a broken leg.